Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose was 403 mg/dl. The customer was treated with bolus via insulin pump. The customer stated they can't removed the battery cap. The customer was advised to discontinue use of the device if the battery is low. The customer was advised to monitor the device closely if they continue use of the pump. The customer was advised that the device would be replaced.